Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the objective prism fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective prism. In addition, we confirmed that the u/d and the r/l pulley wires fluid damage, the us connector cable coating damage, the insertion flexible tube (ift) buckled, the control body corroded, the operation channel leak, the segment loosened, and the remote control buttons disinfections damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.